Event description:
It was reported that the unit constantly beeped and indicated over pressure.

Event description:
It was reported that the unit constantly beeped and indicated over pressure.

Manufacturer narrative:
The product was physically returned, however, it was repaired and returned to the customer before an engineer was able to perform a full evaluation. Therefore, the reported failure mode could not be confirmed. Based on the repair diagnostic codes the unit was submitted for calibration and full functional tests and any bad components were repaired/replaced. Past complaints involving this product and this reported failure, have been primarily caused by: bad lpu/hpu, bad pressure sensors or pressure control valves and/or user error. In sum, the product was physically returned but the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.